Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. Device is a combination product. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, type b vessel dissection occurred. The 85% stenosed target lesion was located in the mildly calcified and non-tortuous right coronary artery. Another manufacturer¿s guidewire was advanced from a femoral vascular access site, and pre-dilatation was performed with another manufacturer¿s balloon. Resistance was felt while advancing a 2.75 x 32mm promus element¿ drug-eluting stent. Post-dilatation was performed, and the stent was well apposed and fully expanded. After the stent was placed, the physician saw a dissection at the distal site of the lesion. To cover the dissection, a 2.5 x 12mm promus element¿ stent was placed. It was noted the patient was diagnosed with small vessel disease and that a contributing factor to the event may have been the tight lesion. Following the procedure, the patient was stable and responding well to medication.